Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced diabetic ketoacidosis. Customer's blood glucose level was unknown at the time of incident. Customer stated the cannula was not bent. Customer was treated with manual injections. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.